Manufacturer narrative:
The company service representative examined the system and confirmed the system message reported. The fluidics module was replaced and will be sent for in-house testing. The system was then tested, and met all product specifications. The cassette will be sent for in-house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices, hazard update: scleral and corneal burns during phacoemulsification, november 1996, vol. 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique, and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer. This report was mailed to FDA on: 10/23/2009.

Event description:
The foreign regulatory authorities reported a corneal burn. The surgeon stated a message displayed, and the corneal burn occurred while sculpting the first groove. Additional information received from the surgeon, stated at the beginning of surgery, a system message displayed. The cassette was replaced, and they had to restart surgery with a 45 minute delay noted. The surgeon stated the corneal burn occurred during phaco while sculpting the first groove. The surgeon heard the occlusion bell. The incision size was 2.2mm. The surgeon did not remove some of the viscoelastic before beginning phaco. In the surgeon's opinion, the phaco tip could have been blocked with the viscoelastic. The surgeon stated he saw something white at the end of the phaco tip. The wound was sutured with one stitch. There is some wound leakage noted. The corneal burn was moderate. The post-operative astigmatism was initially 9 diopters, but now its 1-2 diopters. The patient was treated with diamox.